Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the device may have delivered an inappropriate therapy for a potential 1:1 supra ventricular tachycardia (svt) that the device detected as a ventricular fibrillation (vf) that was treated and terminated with the therapy. Additionally, it was noted that the right atrial (ra) lead displayed intermittent undersensing at times on stored electrograms (egm). Follow up was conducted and no reprogramming was completed at this time. The device and lead remain in use. No further patient complications have been reported as a result of this event.